Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that while performing a preventative maintenance (pm), the unit failed the battery load test. As a result, the fsr replaced the battery, and the unit checked out "ok."

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. The sample was returned in a brown cardboard box with protective shipping packaging. The power supply was installed into a known good ac2 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.2 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The unit ran for over 90 minutes along with the proper alarms "less than 20, 10, and 5 minutes remaining". Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "battery failed the battery load test" is not confirmed. The returned battery passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Teleflex chelmsford will continue to monitor and trend for reports of this nature.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that while performing a preventative maintenance (pm), the unit failed the battery load test. As a result, the fsr replaced the battery, and the unit checked out "ok."